Event description:
It was reported that, on an unknown date, a primary plumset, pe lined tubing, 107 inch generated an alarm, for the pump in use, at the time of the event. Healthcare providers replaced the pump, but the issue remained. They replaced the set and therapy resumed. There was.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. Additional information: e1: (B)(6).

Manufacturer narrative:
Received one (1) used 142480489 primary plumset for inspection. No damages or anomalies were observed. The product was attached to an ICU medical-provided IV bag, primed per packaging directions, and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air-in-line alarms were generated, and no restrictions in flow were observed. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 10/20/2023.